Event description:
The manufacturer received information alleging a ventilator was alarming (an unknown alarm) and then ventilation stopped. "The patient was removed from ventilator and bagged by rn, rrts called to bedside. Ventilator turned off and on, showing red screen reading ventilator inoperative ". The patient was placed on new ventilator." There was no harm or injury reported. The event was assessed by the clinical expert and based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. Using an ambu bag is a common standard of care practice when switching a patient to a different ventilator. This will be reported as a product problem. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.